Event description:
On (B)(6) 2012, the patient reported that his infusion device displayed a8 (bolus cancelled) and he was unable to clear the message because the check button was not functioning. The patient changed the battery and the device then displayed e8 (power interrupt). The patient changed the battery once more and the device again displayed e8. The patient could not clear the message because, the check button was still nonfunctional. The patient first began having difficulty getting the check button to respond on (B)(6) 2012. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.